Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing impedance measurements on this right atrial (ra) lead and associated pacemaker were low and out of range. The device had previously been reprogrammed to vvi mode, but it was unclear when that change had occurred. The physician has elected to monitor the system. No adverse patient effects were reported. This lead remains in service.